Event description:
The account reported that the electrosurgical unit (esu/generator) was involved in a pt incident. The esu was being used in a transurethral resection of the prostate (turp). The settings were bipolar cut and bipolar coag modes. During the procedure the erbe generator registered multiple error codes and shut down. There was excessive bleeding and it was difficult for the physician to see the surgical site. Therefore, the device switched to a valleylab force fx generator to continue the case with monopolar electrosurgery. Monopolar cut and coag modes were used. Then a hole was detected in the bladder (note: it was not known which company's esu was used when the perforation occurred.). The perforation was surgically repaired and the pt was reported to be doing well.

Manufacturer narrative:
The esu was returned and thoroughly inspected/tested. The unit's chronological data which includes its error log was reviewed. The log revealed several b-1c error codes (maximum on time exceeded) which occurred before the generator registered error codes c-21. Overly long activations are believed to have caused excess stress on the esu resulting in the unit registering error codes c-21 (note: the unit is designed to stop delivering output and error upon reaching the maximum activation on time.). The log also revealed that the generator was turned "off" and "on" several times during the procedure. Upon the review of the unit's log, the esu's hf generator printed circuit board (pcb) was checked. The hf generator pcb's operating frequency was found to no longer be within specification. Additionally, a few outputs were found either at the low end of/or below the acceptable range. Most likely due to the immense strain on the unit, the hf generator board became damaged (note: a caution in the esu's user manual warns users that very long activation cycles without appropriate cooling can damage the unit.). Therefore, the hf generator pcb was replaced and the frequency as well as outputs were restored to specification. Unrelated to the complaint, a cpu/sensor's internal component was updated to version (v2.2.5). After the repair, an alignment (i.e. Calibration) was performed on the generator to ensure that all parameters are within specifications. Then a two (2) hour burn-in stress test was completed on the esu to verify system stability. Finally, a second technical safety check was performed on the unit to confirm that all features are functioning properly. The generator was calibrated, functioned well under stress, and meets specifications. Most likely there were many factors involved in the reported event. The pt's disease state of bleeding excessively during the procedure was most likely a significant factor. It was not known which company's esu was used then the perforation occurred or how the bladder became perforated during a prostate procedure. Nonetheless, no conclusive determination could be made as to the cause of the incident. To further address the equipment issue, erbe esu' maximum on time limit was changed form 40 to 12 seconds. This adjustment will be discussed with the account and additional in-service work will be sought with the involved medical staff. Erbe USA, inc. Is now closing the file on this event.